Manufacturer narrative:
Medical devices: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that less than two years ago the batteries went out and the stimulation was turned off. The patient froze up and shut down. No further complications were reported. Refer to manufacturer report #3004209178-2017-22366 for details pertaining to the reportable related event. [Refer to pe (B)(4) for information regarding the issue with the patient freezing up and having difficulty feeding themselves].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicating the ins appeared okay, the issue was with using the patient programmer. The hcp further noted the likely cause was due to disease progression. However, the issue initially reported had since been resolved.